Event description:
It was reported that the patient had their scs ipg explanted in 2016. The patient stated that the ipg was reportedly inoperable and was explanted during an unrelated spine surgery. The patient could not provide any further pertinent information.